Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The investigation was able to confirm and reproduce the reported touchscreen failure. Based on all available evidence and complaint investigations of a similar nature, the reported touchscreen failure was due to a software issue. The device software was upgraded to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen and failed to power off. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4). Note: the reportable event occurred outside the u.s. During a routine check of complaints records, it was detected that the event is reportable in the u.s. This report is being submitted to correct the error.

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen and failed to power off. There was no patient injury reported as a result of this incident.